Event description:
A 42-year-old male presented post cardiac arrest. Patient required CPR several times and received support from a va ECMO and later from an impella cp. Lhc procedure performed. During repositioning the impella cp, it has been pulled back into the aorta. The impella pump was successfully reincerted into the left ventricle. After removal of the impella, severe aortic insufficiency has been noted. According to the attending physician it is unclear whether the damage of the aortic valve leaflet has been caused by heart failure or by impella repositioning. The patient survived the event and has been sent to ICU for recovery.

Manufacturer narrative:
Manufacturer has not received pump for investigation. Root cause cannot be determined. Should any new information be returned, a supplemental report will be filed.